Event description:
The customer reported that the o-rings in the reservoir fell out and insulin leaked approximately 120 units. The blood glucose reading was 120mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened or used reservoir. Transfer guard needle detachment was noted during visual inspection.